Event description:
Allegedly, the table top flipped over when the pt was placed on the table resulting in the pt falling. Reportedly, the pt had a scratch on leg and a backache but no medical treatment was required.